Event description:
It was reported that the lead tip was found to be bent out of box/prior to use in a patient who was undergoing a deep brain stimulation procedure. The lead was never implanted and it was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: an initial report had already been submitted via report#2649622-2025-30083. This is a correctional report as the lead quantity was 2; therefore, submitting another report for the second lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 3391s-40 lead (lot number va2s4n2) revealed the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.